Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled, "early osteolysis with hylamer acetabular liners" written by james h. Graeter, md, and russell nevins, md published by the journal of arthroplasty vol. 13 no. 4 1998 was reviewed. The article's purpose to report on results of 78 patients with hylamer acetabular liners. Data was compiled from 78 patients receiving implants between 1991 until 1994 with 3.8 years of follow up. Depuy products utilized: duraloc cup and enduron poly liners. Adverse events: revision to address - osteolysis (associated with liner wear and note of wear debris and presence of pseudotumor), pain.